Manufacturer narrative:
(B)(4). The insulin pump was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms.

Event description:
The customer reported via phone call that insulin pump had issues. The customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer stated that they experienced high blood glucose. Customer declined to troubleshooting and wanting insulin pump replaced. The insulin pump will be returned for analysis.